Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device was received. No conclusion could be drawn, as the product is currently entering the evaluation process. Placeholder.

Event description:
It was reported that on (B)(6) 2013, a coupling screw broke during a procedure. The coupling screw broke off and the threaded portion remained in the lag screw. There was no delay in the procedure and there was no harm to the patient. The surgery was completed successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The manufacturing evaluation reports as received condition to be one coupling screw was returned for evaluation. The returned device is missing the threaded end and was not returned. Features t1 and l3 are unobtainable because the instrument is damaged and missing the threaded portion at the end of the shaft. All other relevant checks passed, however the damage to the threads occurred in the field and is not associated with manufacture. Therefore, because the thread features t1 and l3 are not able to be checked this complaint is indeterminate. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A product development evaluation was conducted. The report indicates the breakage of the threaded portion of the coupling screw likely occurs when the t-handle wrench is used as a reduction instrument, this would apply excessive forces on the coupling screw causing the threaded section to fail. Normal use per the technique guide (j3045-g) would not exert forces which cause the threaded section of the coupling screw to fail. Review of the occurrence rate for ¿broke¿ resulted in a calculated rate that is within acceptable levels, adequately addressed in the risk assessment and appropriately designed. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted.

Event description:
(B)(4).